Manufacturer narrative:
Investigation summary: it was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and it was reported that the thermocool® smart touch® sf bi-directional navigation catheter was not deflecting correctly, there were 2 steam pops, and an impedance spike. The system did not continue to ablate above the impedance cutoff value. The catheter was then replaced with another thermocool® smart touch® sf bi-directional navigation catheter and it was reported that there were 2 additional steam pops and an impedance spike. The procedure was completed successfully. There was no patient consequence. The device was inspected, and the peek housing tip transition was found damaged with metal exposed, bumps were observed in the tip and the rocker arm was found detached from the handle. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, a cool flow pump test was performed, and it was found within specifications, the catheter was irrigating correctly, no irrigation issues were observed. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the t-bar slippage and the damage on the peek housing cannot be determined, however, an internal action was created to investigate this issue. The root cause of the rocker arm detachment cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device. Manufacturer's reference # (B)(4).

Manufacturer narrative:
During an internal review on april 23, 2019, it was noted that ¿d3. Manufacturer address street line 1¿ on the 3500a initial report needed correction. It was initially submitted as ¿31 technology drive¿. The correct address is ¿33 technology drive¿. Therefore, ¿d3. Manufacturer address street line 1¿ has been re-populated. Manufacturer's reference # (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A manufacturing record evaluation was performed for the finished device 30136422l number, and no internal actions related to the reported complaint condition were identified. Manufacturer's reference #: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and it was reported that the thermocool® smart touch® sf bi-directional navigation catheter was not deflecting correctly, there were 2 steam pops, and an impedance spike. The catheter was then replaced with another thermocool® smart touch® sf bi-directional navigation catheter and it was reported that there were 2 additional steam pops and an impedance spike. The procedure was completed successfully. There was no patient consequence. Additional information was received on february 26, 2019, and it was reported that the issues occurred towards the end of the procedure. The generator was on power control mode and temperature cutoff was at 38 degrees. The duration of the steam pops was as follows: pop 1 = 16 seconds, pop 2 = 16 seconds, pop 3 = 11 seconds, and pop 4 = 12 seconds. Additional clarification was received on march 6, 2019 and it was reported that the system stopped the ablation at least twice due to the impedance spike, but unsure about the other 2 steam pops. The physician had stated to come off because he saw the beginning of a spike and may have come off before the filter shut it off. The system did not continue to ablate above the impedance cutoff value. The deflection issue, steam pop, and high impedance were assessed as not reportable events. The biosense webster, inc. Product analysis lab received the device for evaluation on march 9, 2019 the initial catheter that was used in the procedure and it was reported that the transition between the peek housing and tip lumen had polyurethane (pu) damaged and metal exposed approximately 1.6 cm from distal end of tip dome. The tip lumen has bumps approximately 2.3 cm from distal end of tip dome and the rocker arm was broken off catheter handle. The biosense webster, inc. Product analysis lab analysis showed that the integrity of the catheter is compromised. Therefore, there is risk to the patient and has been assessed as reportable. The bumps and broken rocker arm were assessed as not reportable events.